Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n157033004, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug in a pain pump for non-malignant pain and arachnoiditis. The drug, dose, and concentration were not known (device registration lists the drug as morphine). The pump was removed in (B)(6) 2008 due to infection at the pocket and catheter track. The reporter claimed the healthcare provider (hcp) made the manufacturer aware of the infection in (B)(6) 2008. The infection was associated with implant. The patient was very ill and the entire system was infected. The patient experienced meningitis and osteomyelitis. The reporter stated the patient was still ill and was in a nursing home. The patient had been in a wheel chair since the infection. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, diagnostics performed, and if the infection resolved.